Event description:
The swanson burr from the disposable pack broke off in the pt's bone of the middle finger of the pt's right hand during surgery and it was unable to be removed by the surgeon. There was no injury or adverse consequence to the pt, reported.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.